Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) there was one additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of dec -2019 through nov-2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110 213 & 67) the overall 24 month product complaint trend data for the period dec -2019 through nov-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10,213,67,4105) the device was returned to the factory for evaluation on 11/22/2021. An investigation was initiated on 03/11/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger partially depressed and the blue safety lock off which allows the white plunger to be depressed. The seal and tension spring assembly was observed in the delivery device in a taco shape. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.221 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed but was confirmed for the analyzed failure "premature deployment".

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). They said that the heartstring was not loaded into the delivery device properly. They opened another one to complete the case. There were no patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.